Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 10 (ethanol) was not in contact with the corresponding sensor for approximately five (5) seconds at 16:58 pm on (B)(6) 2018, which is not sufficient time to replace the reagent; and the station properties were reset at 13:56 pm on (B)(6) 2018. This action set the ethanol concentration of the reagent in bottle 10 to the default concentration of 100% configured in the reagent types definition. However, the actual ethanol concentration of the reagent in bottle 10 remained unchanged at 73.1% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. As the reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type, the reagent in bottle 10 (ethanol) was used for the final dehydration step of the "biopsy 1 hour" protocol started in retort a at 13:55 pm on (B)(6) 2018; the "biopsy 1 hour" protocol started in retort b at 16:40 pm on (B)(6) 2018; and the "factory 12 hr xylene standard" protocol started in retort a at 17:12 pm on (B)(6) 2018, from which sub-optimal tissue processing was reported. Although not reported by the complainant, the quality of tissue processing from the "factory 12 hr xylene standard" protocol started in retort b a 16:59 pm on (B)(6) 2018 would also have been adversely impacted, because the reagent in bottle 10 (ethanol) was also used for the final dehydration step of the protocol. Investigation of this complaint found that the instrument operated within specification during execution of the protocols between (B)(6) 2018. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 16:58 pm on (B)(6) 2018. The facts indicate that manual replacement of the reagent in bottle 10 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.

Event description:
Leica biosystems received a complaint regarding "rubbery tissue" from runs in both retorts a and b. On 28 march 2018, a leica senior applications specialist visited the customer site. The senior applications specialist noted that reagent in bottles 3 (ethanol) was replaced with 70% ethanol; the reagent in bottles 10 (ethanol); 11 (xylene); 12 (xylene) and 14 (xylene) and all four (4) wax baths were replaced with fresh reagent; and the laboratory has scheduled to perform a validation run using the 12 hour protocol. On 28 march 2018, the laboratory provided the measured ethanol concentration in bottles 3-10 inclusive using a hydrometer, which was measured on (B)(6) 2018. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable in all instances, with the exception of bottle 10. The measured ethanol concentration in bottle 10 was 79% and the calculated concentration was 99%. On 18 april 2018, leica biosystems (B)(4) received information that all tissue samples exhibiting sub-optimal processing were diagnosable.